Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient was readmitted to the hospital due to hematoma and phrenic nerve stimulation. Electrical repositioning was unsuccessful and upon an x-ray, it was revealed that the ventricular lead had dislodged. The pocket was reopened and the lead was successfully repositioned on (B)(6) 2014.